Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed december 18, 2015.

Manufacturer narrative:
.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittency with device use, however; the issue could not be resolved. The implanted device remains.